Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that there was a stored high rate episode from the implantable pulse generator (ipg) that showed ventricular paced intervals that were below the lower rate. It appeared that the time was most likely off in the device. The device remains in use. No patient complications have been reported as a result of this event.